Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to button presses. The keypad was observed to be lifting below the ok button. The keypad was removed and contamination was observed under the button contacts.

Event description:
The reporter contacted animas on behalf of her son (the patient) alleging that the pump was unresponsive to down arrow button presses. The reporter also alleged that the down arrow button was sticking and the buttons were not springing back normally. The reporter denied exposure of the device to water.